Manufacturer narrative:
(B)(4). Carefusion was unable to verify the reported issue of the pigtail on the unit not recognizing ac connection. During initial bench testing with a service golden testing ptv unit, found the new ptv pigtail cable and the ptv ac adapter cable extension was damaged and unable to perform bench testing. Visual inspection revealed some of the pins and connectors were heavily damaged with signs of overheated and bending. Carefusion scrapped the ptv pigtail cable and the ptv ac adapter cable extension.

Event description:
It was reported to carefusion that the pigtail on the unit was not recognizing the ac connection. While in service it was discovered that the connectors had signs of overheating. This reportable issue was discovered while in service, therefore there was no patient involvement.